Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing impedance was observed. Physician elected not to replace the lead, as other electrical parameters were good. Lead remains implanted.